Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test, and displacement accuracy test. The insulin pump failed occlusion test due to moisture damage on the force sensor. The insulin pump failed sleep current test and active current test due to heavily corroded battery tube and moisture damage on the electrical board a 1. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board a 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, pillowing keypad overlay, and corroded battery tube. The insulin pump failed occlusion test due to moisture damage on the force sensor. The insulin pump failed sleep current test and active current test due to heavily corroded battery tube and moisture damage on the electrical board a 1. Unable to confirm high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not keeping the battery in place and heating up. Customer experienced hyperglycemia and was treated with manual injection. No further patient complications were reported. The insulin pump was returned for analysis.